Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker also observed that the device was unable to charge for defibrillation. Stryker replaced the therapy pcb assembly, and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the removed therapy pcb assembly. It was determined that the cause of the reported issue was due to an electrically shorted diode, designator d10.

Event description:
The customer contacted stryker to report that their device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.